Event description:
Additional information received noting the intraocular pressure rose to 28mmhg and it was noted the bleb was scarred down roughly a month after implant. These events led to the needling procedure. Patient's intraocular pressure was 40 mmhg the day after needling and device explant and was prescribed diamox. Other treatment for the tass was predforte, ciloxan, atropine, and oral ciprofloxacin. When last seen the iop had lowered to 13 mmhg, patient still had inflammation, but patient was comfortable with no pain.

Manufacturer narrative:
Additional information: b.5., d.4., d.11., h.4., h.6. A review of the device history record has been initiated. If any deviations or non-conformities are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported events of ocular pain, endophthalmitis, device migration, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event status, product information, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the left eye. During bleb needling, the xen device was dislodged into the anterior chamber and was explanted as a result. The explant and needling was otherwise uneventful. Three days later the patient presented with a very painful eye, there was a massive fibrinous reaction in the anterior chamber as well as a vitreous reaction on ultrasound b scan. "The patient was treated as an endophthalmitis with intravitreal tap and intravitreal antibiotics, but the tap grew nothing" and a diagnosis of endophthalmitis, tass was made. The event has not yet resolved and is noted as "possibly" related to the xen. Additional treatment was noted as intensive topical steroids.